Event description:
Per the clinic, the patient developed an infection at the implant site. Subsequently, the device was explanted on (B)(6) 2024. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was administered with oral and IV antibiotics (specific date and duration not reported) and was hospitalized (specific date and duration not reported). Device analysis report attached.